Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl), lo (less than 10 mg/dl), and 188 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.